Manufacturer narrative:
Manufacturing review: a lot history review was conducted and identified that a device history record (DHR) review was not required. Visual inspection: the sample was returned. The safety clip was missing upon receipt. The tuohy borst valve was loose and the two-way stop cock was open. The gray outer sheath was torn off approximately 56mm from the distal end of the handle at the catheter reinforcement area. The stent graft was in place and not released. There was a gap between the atraumatic tip and the distal end of the outer catheter of 2mm. Dried blood was present between stent graft and outer catheter. Bent struts were noted in the stent graft. Functional/performance evaluation: functional testing could not be performed, as the delivery system was returned with the outer sheath broken. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation is unconfirmed for deployment issues as the stent graft was returned in place, indicating it could not be deployed. The investigation is confirmed for deployment failure and outer catheter break, based on the condition of the returned sample. The stent graft could not be released during functional testing, as a break in the outer sheath of the delivery system was identified. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the event. Labeling review: the flair endovascular stent graft instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that an attempt to place a stent graft, deployment issues were encountered. There was no patient injury reported.